Event description:
It was reported that an ilet user experienced hyperglycemia while using a contact infusion set and later reported insulin leakage from a cartridge, with insulin delivery not resuming initially due to an incomplete supply change and unfilled cannula, and with missed meal announcements contributing to elevated glucose. Investigation included remote review of device reports, user interview, and guided procedural checks for cartridge, tubing, and cannula fill steps. Further investigation of this case revealed user handling errors during supply changes, failure to finalize the infusion set step, and missed meal announcements; insulin leakage was reported on an initial cartridge attempt, with successful delivery after replacement and correct setup. Symptoms included elevated blood glucose values ranging from approximately 202 to 300 mg/dl. Outcomes included temporary interruption in insulin delivery with subsequent resumption after guided troubleshooting and education. It was concluded that, based on previously established findings for similar reports, the event was attributable to use error and not a device malfunction, and that user education on supply change steps and meal announcement resolved dosing issues. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.